Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead returned in two portions measuring 19.3 and 23.3 cm respectively. External insulation abrasion exposing the outer coil consistent with friction to the device can was noted at 6.9cm ¿ 7.2cm form the connector pin. All other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.